Event description:
User reported they were experiencing discrepant results for creatinine over 3-4 days. Three examples were provided as follows: pt 1 initial creatinine results of 0.0 mg/dl. Sample was run in duplicate when run initially, duplicate also recovered 0.0 mg/dl. Same sample repeated on same analyzer gave value of 0.98 mg/dl. Same sample repeated on different analyzer gave result of 0.91 mg/dl. Pt 2 initial creatinine results of 0.01 mg/dl. Same sample repeated on same analyzer recovered 1.55 mg/dl. Pt 3 initial creatinine result of 0.00 mg/dl. Sample was run in duplicate when run initially, duplicate recovered 0.03 mg/dl. Same sample repeated on different analyzer recovered 1.17 mg/dl. The user replaced the syringes and probes and reports no further occurrences.